Event description:
As reported by the (B)(4) affiliate, during pulmonic transcatheter heart valve replacement via direct access over the right ventricle, the moment the retroflex3 delivery system had reached the right ventricle but was still below the pre-existing stent, the stent embolized into the pulmonary artery. During the procedure, the surgeon performed a thoracotomy for direct access over the right ventricle. A cook normal wire was inserted to cross the preexisting stent, followed by the insertion of a multipurpose diagnostic catheter into the pulmonary artery. The cook wire was then exchanged for a meier wire. A 24 fr sheath was inserted, and the valve and delivery system were inserted into the sheath. At this point a completely different three-dimensional perspective of the stent position in the pulmonary valve was noticed on fluoroscopy. The cardiologists assumed that the angulation of the x-ray machine had changed. Therefore, the cardiologist's adapted the angulation as it had been during sheath insertion. The moment the retroflex3 delivery system had reached the right ventricle but was still below the stent, the stent embolized into the pulmonary artery. Consequently, the sapien valve was not implanted. The patient was immediately converted to open heart surgery and a pulmonary conduit was implanted. Following surgery the patient was transferred to the intensive care unit, still ventilated, but in stable condition.

Manufacturer narrative:
See also manufacturing report number 2015691-2012-17617. The investigation is ongoing.

Manufacturer narrative:
The device is not available for evaluation as it was discarded following the procedure. The imaging from the procedure was not recorded. The edwards sapien transcatheter heart valve is not indicated for pulmonic delivery via a direct access / puncture through the right ventricle; however, device embolization requiring intervention is a potential adverse event associated with bioprosthetic heart valves and the pulmonic valve replacement procedure. In this case, the non-edwards stent embolized. Being that it was a non-edwards stent the factors that could cause the stent to embolized are unknown. As a consequence, the root cause of the event cannot be determined though it appears that difficulties with obtaining the an optimal imaging angle may have contributed to the event a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.